Event description:
Add'l infor rec'd from reporter on (B)(6) 2015: I had essure placed in 2011 because I get severe hyperemesis gravidarum with pregnancies. My family was complete. Three months later I went back and had the dye test done. Doc said that I was good to go and it worked. I soon found out a few months later I was pregnant. Once again severe hyperemesis. To add to the fun I had gestational diabetes, and blood infections because of PICC lines that had been placed. I had my son 5 weeks premature. He couldn't figure out how to eat and breathe at the same time, so spent 8 days in the nicu. My doc said that I may have needed more time to heal. Mean while my hair was beginning to fall out about 4 months after essure was placed. This accompanied by pelvic pain all of the time. I then a few months later found that I was yet again pregnant. Same deal with severe hyperemesis. I once again had my daughter 5 weeks premature. No problems with her development. I went back to my doc. He did a recheck and found my right tube was not closed fully. He talked to me into getting another coil rather than removing the uterus. I was fully awake during this placement...shop excruciatingly painful. Shortly after my hair began to fall out event more, passion got worse, I began to blast really bad, debilitating migraines on a daily basis, joint pain, grisly "ehell." I had very, heavy, very, long periods; 3 weeks long with a couple day break. I was exhausted. I got an endometrial ablation which lightened the bleeding but that was it. I then got my uterus removed because of that, the pain, and fibroids. Nothing changed but the bleeding. I wound up with a 6cm hematoma. Then I had cysts bursting daily. Very painful. I ended up having a huge cyst removed. Then later my ovaries too. I am (B)(6 )and am going through menopause.

Event description:
#Medwatcher #(B)(4). Not only was I pregnant, but I also was having migraines everyday, joint pain, major hair loss, and loss in sex drive. After having my son whom I went into labor with the first time on (B)(6)... I had him 5 weeks early. He was in the nick for 8 days and got to come home. He was having apnea episodes, jaundice issues, and not being able to eat and breathe at the same time. My doctor then told me that my body must have needed more time to heal. A few months later, we found out that I was pregnant yet again. You see, the reason for getting good essure was that I get very severe hyperemesis gravidarum through out my entire pregnancies. So as soon as I began to get sick, I knew what was going on. I had my daughter 5 weeks early as well, but with her thank god there were no health issues. She was just really small. Thanks to pregnancies I have had thousands of ivs and 10 PICC lines placed over the last 7 years. My doctor did a more invasive test to confirm the coil placement. Turned out that my right tube was not fully blocked. I told him about all of the continued pelvic pain that I was having as well has hair loss, mood swings, joint pain, bloating, migraines, memory issues, unexplained rashes, very heavy menstrual periods... He just said that it was not related to essure and that it would pass. I wanted to have my uterus removed, but he talked my husband and myself I to getting a 3rd coil again. We got it placed and then within a matter of a couple of weeks the periods got even heavier and much more painful. We talked about doing an ablation because of the pain, bleeding, and they found fibroids. The periods were super heavy and lasting 3 weeks and the I would get a couple of days break and then it would start all over again. The ablation helped with the amount of bleeding but I was still in the same 3 week pattern. The pain continued to worsen and so did the bloating. I had an ultrasound done and found out that I had a very large cyst that had formed on my ovary. They waited a little bit to see if it would take care of its self. It just got bigger. They decided to do surgery to remove the cyst and the doc said that he could remove the ovaries. Well... He decided not to because they looked healthy. Well things got better for a few weeks. Then we took the uterus out because the bleeding was not getting any better. I continued to have problems with cysts bursting on a daily basis causing a large amount of bloating. I had to find a not ok who would listen to me. She was wonderful. She tried some meds to shut off the ovaries to see if it would make a difference, and because it did, she said that it would be best to just take the ovaries out. We got them out and I am now 4 weeks post op and things are going great. Pain wise! Now to all of the docs saying that the hair loss and all of the other side effects that all of us women have experienced... A matter of a couple of weeks after having essure removed... My hair was starting to grow back, my joints no longer hurt, migraines slowed down, feeling of kicking in my uterus (like a phantom baby kick) went away...all of my major problems went away... With the exception of the ovarian cysts and bloating due to fluid build up. Which reminds me. When my first ok took out my uterus, tubes, and coils as well as removing the large cyst. He also said that he had to remove an excessive amount of fluid from the abdomen as well. My marriage was almost ruined, my health went way down, and because of my 3rd and 4th pregnancies (e-babies) I was vomiting so much that I now have the teeth of a "belemic". I don't smile with my teeth anymore, because I'm so embarrassed of how I look. I used to be a pretty confident person, but not so much any more. Essure needs to come off the market so no other women have to suffer as I have or worse!